Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported events rupture was received on september 30, 2024. With lot number 2661973. Based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as fold flaw opening as per the investigation procedure, non-penetrating, wear abrasion and creases. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.